Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen graph was missing data points. There was no reported impact to customer's blood glucose. Tandem technical support instructed customer on how to reset the pump. Customer declined further follow up. No additional patient or event information was available. A root cause could not be determined.